Manufacturer narrative:
A dentist performed a standard treatment with an electrical dental handpiece when it heated up and burned the pts inner lip to the size of the backcap. Some medication was prescribed (type is unk) and pt is healing. During product evaluation it was found that the bearings are gritty and loose, the shaft is worn and that the head has several dents around the backcap. This causes the back cap to stick in and as a result the head heats up. Exemption number e2010020. Kavo dental (B)(4) (the manufacturer ) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
A dentist performed a standard treatment with an electrical dental handpiece when it heated up and burned the pts inner lip to the size of the backcap.